Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
The patient developed an irritation that had bumps and itched and bled when scratched. The patient reported that the device left scars and that the rash traveled through the bloodstream. There was no alleged device malfunction. There is no indication that the patient required any medical intervention. During a follow up, the patient indicated that the rash was 'fine'.